Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 167 mg/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received stuck in critical pump error and unable to download, problem isolated to electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarms. Unable to verify absence of alarm anomalies, replace battery alerts or replace battery now alarms due to critical pump error alarms.